Event description:
It was reported patient underwent a revision procedure eleven months post implantation due to metal allergies. No more information is available.

Manufacturer narrative:
(B)(4). D10 - medical product: tibia trabecular metal two-peg porous catalog # 42530007101 lot # 65726893 articular surface catalog # 42512200511 lot # 65630685. G2: south africa h3: customer has indicated that the product will not be returned because not returned by patient. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. Correction: h4. H6: mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.